Manufacturer narrative:
The site has indicated that the pump remains implanted and that the batteries have been received and are awaiting further analysis. Product remains implanted.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The devices related to the reported event were exchanged without incident and there was no reported patient injury. Six batteries were returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and power switching events on the date of the reported event. The batteries (B)(4) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. Batteries ((B)(4)) failed to meet specifications due these devices being out of calibration; this was an incidental finding and not related to the reported event. Analysis of the (B)(4) failed to meet specification; the battery had a defective u2 chip, which rendered the battery inoperable. This is considered an incidental finding not related to the reported event. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a calculation anomaly on the u2 i2c chip on the printed circuit assembly. Heartware has initiated an internal investigation to further evaluate the confirmed critical battery alarms and power switching. There are no known clinical or user related factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year post hvad implantation, the vad coordinator reported that the patient observed several "critical battery" alarms and battery switching. The batteries were replaced and have been returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The patient is reported to be doing well. He is at home and has resumed his normal activities. The reported event is a known occurrence and is currently being investigated by the manufacturer as part of a CAPA. A review of the batteries' manufacturing records and incoming inspection records indicated there were no nonconformance material reports (ncmr) generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the batteries met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient. One unrelated complaint was found. There is no record of previous servicing for this patient.